Event description:
It was reported that a vns pt has had left sided vocal cord paralysis since initial vns implant surgery. The reporter indicated the neurologist plans to wait a while before programming vns on. The reporter also stated that the pt is being evaluated by the neurosurgeon, and that the pt is receiving speech therapy. Follow-up with the surgeon revealed that the vocal cord paralysis is probably related to placement of vns. He plans to continue monitoring of the pt.